Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the clips from the er320 were not fully forming when applied on duct or vessel. Clips were forming in tear drop shape. Surgeon experienced bleeding from cystic artery after cutting between clips. Surgeon mentioned she is fully cycling the clip applier when applying clips. New instrument opened to complete procedure. There was no consequence to the pt.